Event description:
On 9/10/93 an aus device was implanted. On 1/5/96 the cuff was revised. On 8/9/96 the cuff and balloon were removed from the pt and replaced due to recurring incontinence and fluid loss.